Event description:
The customer reported that they received questionable results for two samples from the same patient tested for ion selective electrode (ise) sodium, ise potassium, ise chloride, and creatinine. Of the two samples, one was found to have erroneous ise sodium, ise potassium, ise chloride, and creatinine results. This medwatch will refer only to the creatinine test. Please reference the medwatch with patient identifier (B)(6) for additional information related to the ise sodium, ise potassium, and ise chloride tests. An aliquot of the sample, which was prepared by a pre-analytics system, was tested and initially resulted as 3.01 mg/dl for creatinine. The initial result was reported outside of the laboratory to the physician. The physician requested for the sample to be repeated. The primary tube of the sample was repeated and resulted as 0.88 mg/dl for creatinine. The patient was not adversely affected. The lot number and expiration date of the creatinine reagent were asked for, but not provided. It was determined that the root cause may be related to contamination in the used sample cup. Some used sample cups may have not been disposed on the pre-analytic system and then subsequently were re-used.

Manufacturer narrative:
Investigations have determined that the issue is related to improper pre-analytic handling of the sample. No abnormality was seen in controls both before and after the event. The issue does not appear to be related to the instrument.

Manufacturer narrative:
This event occurred in (B)(6).